Event description:
It was reported that a versacross connect access solution was selected for use during a watchman case. Prior to transseptal puncture, the mechanical guidewire kinked when trying to remove it out of the dilator. It was difficult to withdraw the mechanical guidewire and the amount of force required to remove it was too concerning to do so with the dilator in the body. It was needed to remove the dilator and then remove the wire from the distal tip. The mechanical guidewire remained in one piece. The mechanical guidewire was inside of the dilator at the time it was tried to be removed and it could not be pulled back into the dilator for removal. The defective guidewire was fully retrieved/recovered from patient anatomy and remained in one piece. Thus, the versacross rf wire was used. No other issue was noted. No patient complications were reported. The procedure was completed successfully. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.